Manufacturer narrative:
Analysis description: final analysis did not confirm the reported premature battery depletion. The device exhibited a false longevity estimate due to inaccurate cell impedance measurements. The root cause of the anomaly could not be determined. The device exhibited normal battery depletion.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for follow-up. Upon interrogation, the pulse generator exhibited premature battery depletion. The device was explanted and replaced on (B)(6) 2016. There were no adverse consequences to the patient.